Event description:
It was reported that when placing the fixture implant, the driver can not engage with the fixture. The procedure was unable to be completed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided, a3: patient sex unknown / not provided, a4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. Zimvie received the reported implant for evaluation. Visual evaluation and a functional test were performed; there was no damage identified to the implant. An in-house driver engaged and disengaged from the implant as intended. A driver was not returned with the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, device malfunction did not occur. No damage was identified with the implant. An in-house driver engaged and disengaged from the implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.